Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 38 x 2.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. The most distal stent strut row was damaged; struts were lifted. The od (outer diameter) of the remaining undamaged portion of the crimped stent was measured and was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a slight hypotube kink within the strain relief portion of the manifold. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip identified tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that shaft kink occurred. The 90% stenosed, 38x2.5mm target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 38 x 2.50 promus premier¿rug-eluting stent was advanced to treat the lesion. However, during the procedure, the device delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.